Manufacturer narrative:
The facility did not request service. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, they experienced excessive noise from the system. An alternate system was used to complete the surgery. There was harm to the pt.